Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1600202 was manufactured on 06/13/2016 a total of 18,000 pieces. Lot was released on 06/16/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged and a staple partially formed. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 4 staples left in the cartridge indicating that at least 31 staples were fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result for the remaining of the staples. All four remaining staples were able to properly other remarks: fire. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result for the remaining of the staples. All four remaining staples were able to properly fire. Reference attached file (B)(4) for investigation photos. The reported complaint of "stapler jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. (B)(4).

Event description:
It was reported that there is a jamming issue and the pin under the device is not working properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there is a jamming issue and the pin under the device is not working properly. There was no patient injury.